Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.a 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. The root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Baxter distributor reported system error 2240 against several cassettes used on the homechoice machine (hc), which occurred during the dwell cycles. There was no patient injury, only discomfort. The replenish of the heater bag with fluid of the supply bags starts. At a certain moment when the supply bags have emptied and the heater bag is full, the device continues to suck air instead of fluid. There is air visible in the drain bag, as well as the supply lines of the disposable cassette and drain line. It is being claimed that the black elastic seal ring of the emoluer valve does not work properly. This is report 3 of 6.